Event description:
Information received from the field does not address the patient's clinical status but notes that during a surgical procedure to replace a lead, ventricular impedance was >1990 ohms. Testing of the ventricular channel with the atrial lead gave the same reading. Therefore, the pulse generator was replaced.